Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going. Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. Area.

Event description:
Country of complaint: (B)(6). The problem with the dermatome is that the cut was deeper as set on the device. The skin graph gets thicker as it should.